Event description:
It was reported that the atrial lead was fractured, had high impedance and no capture. The sensing was reduced and noise was evident. The device was programmed to vvi mode so the atrial lead is not being used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.